Event description:
Hosptial personnel were transporting a pt on a gurney while monitoring with the device hanging from the rail. According to the reporter, the gurney bumped into the back of the elevator and the device charged by itself. One of the staff cycled power to the device and it subsequently operated properly. No adverse affects to the pt were reported as a result of the alleged malfunction.